Event description:
A customer reported that during a cataract procedure, the system did not perform vacuum correctly and did not perform "emulsification." The case was completed using the same system and accessories. There was no harm to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).